Manufacturer narrative:
This patient received bilateral tmj implants in (B)(6) 2015. She continued to improve until (B)(6) 2017 when she developed pain and swelling on the left side. She developed a fever but it was unclear if the fever was attributed to an upper respiratory infection or if it was related to the swelling. On (B)(6) 2018, the surgeon performed an exploratory surgery with the intention of collecting a biopsy specimen. The microbiology reports did not show any aerobic, anaerobic, fungal, or mycobacteria organisms. The patient continued to have pain and swelling. On (B)(6) 2018, the surgeon performed a debridement surgery and took another biopsy. The patient is currently being treated with antibiotics.

Event description:
The patient reported that she had a debridement surgery on her left tmj devices, and is currently on antibiotics.